Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most probable cause of noise in the image was due to a board failure inside the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscopes exhibited noise in the image. There was no patient involvement.